Manufacturer narrative:
Section b3: date of event corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event cannot be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event, as well as the serial number of the heartmate 3 lvas; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a left ventricular assist device (lvad) patient implanted with a cardiomems device had readings from (B)(6) 2024 at 15:06 and (B)(6) 2024 at 15:07 that seemed to reflect electromagnetic interference (emi). It was noted that emi may be impacting morphology, given the lower minimal signal strength seen on (B)(6) 2024 17:53 and (B)(6) 2024 (48%, 66%). However, some degree of intermittent dampening or even decreased cardiac output state could not be ruled out. The patients' readings were reviewed, and it was reported there were some readings that contained emi and two readings on (B)(6) 2024 that possibly reflected sensor dampening.

Manufacturer narrative:
A1-a6: patient information is pending follow-up with hospital d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.